Event description:
Transport ventilator lcd went black and stopped ventilating while in use (supposedly while plugged into external power).

Manufacturer narrative:
Three year old ventilator, had never been back for factory svc before. An unk party performed a svc on the device on november 2012 (per sticker on unit). Warranty stickers were cut. The battery pack had been removed, and not properly calibrated after re-installation (as required). Device not running properly on battery as a result. We could not duplicate the problem with external power plugged in. We believe that the user report was wrong and external power was not in play at the time (or was temporarily lost in transport situation).